Manufacturer narrative:
(B)(6). (B)(4). Final analysis found that the outer insulation was abraded and the outer coil exposed at 10.9 cm to 11.1 cm from the connector pin. The lead abrasion is consistent with that produced by friction with the device can.

Event description:
This report is to advise of an event observed during analysis.